Event description:
Part of lung tissue caught on instrument while using. Tissue caught on joint between arm and grasper. Doctor has pictures available. Manufacturer response for grasper, tip up da vinci grasper (per site reporter) the clinical site contacted the manufacturer representative directly and filled out their complaint form.